Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menorrhagia with irregular menses.') In an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day/novasure endometrial ablation". The patient's medical history included abdominal pain, abdominal cramps, menorrhagia, dysmenorrhea, dysfunctional uterine bleeding, uterine fibroid, endometrial thickening, sterilization, menses irregular and c-section. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdomina hysterectomy with bilateral salpingectomy ,novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: right side- 3 trailing coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia with irregular menses.') In an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day/novasure endometrial ablation". The patient's medical history included abdominal pain, abdominal cramps, menorrhagia, dysmenorrhea, dysfunctional uterine bleeding, uterine fibroid, endometrial thickening, sterilization, menses irregular and c-section. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdomina hysterectomy with bilateral sapinectomy ,novasure endometrial ablation). Essure was removed on (B)(6) 015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: right side- 3 trailing coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menorrhagia with irregular menses/menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day/novasure endometrial ablation". The patient's medical history included abdominal pain, abdominal cramps, menorrhagia, dysmenorrhea, dysfunctional uterine bleeding, uterine fibroid, endometrial thickening, sterilization, menses irregular and c-section. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdomina l hysterectomy with bilateral salpingectomy ,novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menometrorrhagia to be related to essure. The reporter commented: right side- 3 trailing coils discrepancy noted in insertion date (B)(6) 2014, (B)(6) 2014. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- new event dysmenorrhea were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.